Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a case of incorrect lasik treatment was performed on a patient's unknown eye. Reporter indicated the patient was immediately retreated with correct treatment. Additional information has been requested.

Manufacturer narrative:
No device history review was performed, as no serial number was provided. Attempts have been made to obtain additional information from the customer; however, at this time no additional information has been received. Root cause customer stated patient received incorrect treatment. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information from the customer; however, at this time no additional information has been received.